Event description:
Advanced bionics was notified that during the surgery to implant the patient, difficulties were encountered in electrode insertion. A CT scan was performed and indicated that the electrode was not deeper than the basal turn. The ossification in the cochlea prevented a full insertion. The patient's cochleostomy was enlarged to allow for insertion of the electrode. The patient was reimplanted with another advanced bionics cochlear implant with a helix electrode array.